Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable pulse generator (ipg) exhibited premature battery depletion and was pacing at a higher output. The ipg was replaced. No patient complications have been reported as a result of this event.